Manufacturer narrative:
The product box of the 150 cm. Saber 6 mm. X 4 cm. Balloon catheter (bc) was opened and the inner package (balloon) was noted that the corner was not completely sealed. The product was not placed on the sterile field. A new unknown balloon catheter was used instead. There was no reported patient injury. Additional information received indicated the product was received in this condition. There was no reported possibility the product was opened and put back into storage as the outer package was unopened. The product was stored properly according to the instructions for use (IFU). There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. No additional information is available. The product was returned for analysis. One non sterile catheter saber 6mm x 4cm 150cm bc was returned. Per visual analysis the balloon was still within the protective tube. None of the packaging components were returned. No damages were observed on the product. No further analysis could be performed as the saber catheter was returned inside of a clear plastic bag without the packaging pouch or box. A device history record (DHR) review of lot 17189223 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box compromised sterility-seal open¿ could not be confirmed as the device was returned in a plastic bag but none of the packaging components were returned for analysis. The exact cause could not be determined. The product was not used clinically. According to the IFU ¿use the catheter prior to the ¿use by¿ date specified on the package. Do not use if inner package is opened or damaged. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the product box of the 150 cm. Saber 6 mm. X 4 cm. Balloon catheter was opened and the inner package (balloon) was noted that the corner was not completely sealed. The product was not placed on the sterile field/not clinically used. A new unknown balloon catheter was used instead. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated the product was received in this condition. There was no reported possibility the product was opened and put back into storage as the outer package was unopened. The product stored properly according to the instructions for use (IFU). There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
Do not process

Manufacturer narrative:
Additional information: the product was returned for inspection on april 4, 2016. A review of the manufacturing documentation associated with this lot # 17189223 was performed and the following was found: review of lot # 17189223 revealed no anomalies during the manufacturing and inspection processes.